Manufacturer narrative:
The returned driver was examined visually under magnification. This identified a torsional fracture pattern with no evidence of bending. While some fracture surfaces experienced significant disruption during use or shipment, the unadulterated surfaces show evidence of brittle failure. These failures are typically the result of a singular overload event, due to an increase in resistance experienced by the screw during insertion. Additional MDR's associated with this event: 3025141-2019-00015: screw, 3025141-2019-00016: handle.

Event description:
An acutrak 2 20mm micro screw was being implanted. The driver tip broke off in the screw head. There was a 15 minute delay in surgery to remove the screw and replace it with another.